Manufacturer narrative:
(B)(4). Date of initial report: 12/10/2015. Date of follow-up report: 01/28/2016. The incident generator was not returned to covidien for evaluation. The concomitant rfa1530 electrode was received. Evaluation of the electrode found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
Covidien reference#: (B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure, the temperature was not stable and the generator experienced an error and stopped working. Another needle was used but the incident occurred again. The procedure was cancelled and reoperation was performed next day. There was no patient harm.